Event description:
It was reported to boston scientific corporation in 2009, that a trapezoid rx lithotripter compatible basket was used during a calculus removal procedure performed three days prior. According to the complainant, the basket did not crush the calculus and the basket tip locking mechanism failed to disengage. Further, the site indicated that the cable connected to the handle was broken. The device remained blocked in the common bile duct (cbd). A cre balloon dilatation catheter was utilized to dilate the cbd to facilitate device removal. The stone was not removed and a biliary stent was placed. The procedure was rescheduled and has since been completed. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.